Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the cable does not pass the test. No additional information was provided. There was no reported pt involvement.